Event description:
It was reported that the wake button was delayed in responding to touch and sticking. It was also reported that the pump battery was depleting quickly. In addition, it was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Finally, it was reported that the pump "locked up on patient when trying to deliver bolus". Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.